Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was recovering with no adverse consequences.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.